Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen (o2) flow accuracy testing during performance verification testing (pvt). Customer has already replaced the unit's gas delivery system (gds) and data acquisition (da) pcba. Issue continues. Customer has requested onsite technical support. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 19aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported oxygen flow accuracy failed issue. The fse remotely confirmed with customer the gas delivery system was replaced, was able to calibrate, received accurate flow counts, performed all checks, and was able returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 11 aug 2019. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.